Manufacturer narrative:
The pet lock was intact. The pusher assembly was fractured approximately 5.0 cm from the proximal end. Blood was present in the introducer sheath. The complaint has been evaluated. The complaint indicated that the pusher assembly became bent while a technologist removed the ruby coil from the packaging hoop. The ruby coil was not used, and a new ruby coil was used to successfully complete the procedure. Evaluation of the returned device confirmed a fracture in the pusher assembly. This type of damage typically occurs due to improper handling during removal from packaging. If the ruby coil is removed from the packaging hoop forcefully or at an angle, the pusher assembly may fracture due to excess force and bending. Blood was present in the ruby coil's introducer sheath, indicating that the ruby coil may have been used in the patient. These devices are 100% functionally tested during process inspection. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing coil embolization procedure using ruby coils. Upon removal from the packaging, the pusher wire of a ruby coil became kinked and was not used. The procedure successfully continued using a new ruby coil.